Event description:
The customer stated that towards the end of the clinical chemistry magnesium reagent wedge (20-30 tests remaining), patient and qc results are erroneously low. This has resulted in rejection of the reagent due to qc out of range. Although daily calibration will bring qc within range, there is a downward drift over time which has led to incorrect patient results to be reported. A patient specimen was tested using a low volume reagent wedge and a result of 0.49 mmol/l was reported. The specimen was retested on another architect c16000 using a fresh reagent wedge from the same lot and yielded a result of 0.69 mmol/l. The customer's normal range is 0.66 - 1.07 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4) no consequences or impact to patient (B)(4) low test results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Upon further troubleshooting, the customer discovered this issue was related to their water supply and both the instrument and magnesium assay were performing within specification. A review of complaints did not identify any adverse trend or non-statistical trends for product performance or quality control out of range for magnesium, list # 7d70. In-house testing demonstrated that magnesium reagent lot 61465un11 was performing as expected. Testing generated both acceptable individual replicate and mean results throughout six timepoints, with the final timepoint being testing down to a single test remaining in the reagent cartridge. The certificate of analysis for magnesium reagent lot 61465un11 demonstrates that it was released within its final release specifications and met all of abbott's acceptance requirements. Based on the results of this evaluation, no product deficiency was identified.